Event description:
The patient stated, "she was having fit issues with ref aligners from nov 2022. And threw away aligners. And trash just picked them up today, so she cant get them. She has illness and has had 4 brain tumors in last year. And doesn't want to do treatment anymore she is done".

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.